Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level since the day before. Customer stated they had a reading of 104 mg/dl then it went up to 275 mg/dl. Blood glucose level at the time of the incident was 488 mg/dl. The customer changed their infusion set and the cannula was bent. The blood glucose reading was 418 mg/dl and down to 388 mg/dl after bolus. Blood glucose level at the time of the call was 390 mg/dl. Customer declined troubleshooting for high readings. The infusion set will be returned for analysis.